Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer called to report that the insulin pump experienced multiple unexpected restart alarms during normal pump use. Customer's blood glucose levels were not included in the report. Troubleshooting was done. Product is expected to return.

Manufacturer narrative:
The device alarmed unexpected restart after battery change due to faulty connector on interface board. The device alarmed motor error during basic occlusion test due to faulty force sensor resistor. The insulin pump passed idle current test, run current test, self test, off no power test, prime test, excessive no delivery test, displacement test and rewind test. The motor passed motor test. The insulin pump was received with minor scratched display window, cracked display window, cracked case at display window corners, cracked battery tube threads, cracked reservoir tube lip and missing end cap sticker.